Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at the post operative check-up, r waves were 0.8 mv. In 2009, the threshold was worse. The patient claimed that he experienced discomfort and fatigue from the implant. The following month, the lead was repositioned. Eight days later, the patient presented to clinic due to syncope. The ventricular output was increased to 5.0 v, and the patient would be reassessed.